Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: (B)(4) contacted dr (B)(6) directly for additional information. The surgeon indicated that he would call back after (B)(6) 2014 to discuss further. The analysis results found that the tsw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Additional information received: the surgeon was performing a lung biopsy on a child and on two occasions the cartridge became dislodged from the device during closing. He was able to reseat the cartridge and perform an adequate staple line, that held up under lung inflation. The patient had a large amount of blood the next day in her chest tube, but he does not believe it was from the staple line in question. Child is doing well now.

Event description:
It was reported that during a thoracic incision of a lung nodule procedure, when the handle was squeezed, the cartridge insert separated. It was unknown which cartridge color was being used. It was unknown which firing this occurred on. It was reported the device still delivered a staple line and no issues were noted with the staple line. It was reported that bleeding occurred post-op. The next day 350ml of blood was drained from the chest tube. It is unknown how the bleeding was addressed. There were no other patient consequences reported.